Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 53 and blood glucose was 217 mg/dl. The customer was advised to disconnect and check the connector bridge on transmitter for damage. The customer was advised to check the connection bridge and pins for damage. The customer stated that there was no damage to the connection bridge or pins. The customer was advised to test plug procedure. The customer removed the sensor and it did not appear to look damage. The customer was advised that the pump went into thresh suspend due to sensor glucose vs. Blood glucose. The customer will be sent a replacement sensor and she will return the old one back to medtronic.